Event description:
Livanova received a report through the theme clinical study stating that a patient experienced extensive bleeding from the rij cannulation site following re-cannulation with a protekduo. Nursing staff held pressure without improvement on the bleeding. The cannulation site was re-sutured to reduce the bleeding. A bi-femoral cannulation was performed to stop the bleeding. Four units of blood were given to the patient during the event. Patient was reportedly on anticoagulants (argotroban) during the event. Following the bi-femoral cannulation, several stitches were applied to the rij site and significant bleeding was still present. A syvek was applied to assist with hemostasis.

Manufacturer narrative:
Patient identifier, weight and ethnicity was not provided. Device lot number was not provided, so UDI and expiration date could not be determined. As lot number is unknown, the manufacture date could not be determined. Livanova manufactures the protekduo cannula. The event occurred in birmingham, alabama. Patient was reportedly receiving anticoagulant therapy, which can lead to excessive bleeding. There is no known malfunction of the protekduo cannula in relation to this event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
As the event occurred more than 18 months prior to it being reported to livanova, the device was not made available for investigation. However, it is known that anticoagulant therapy can contribute/lead to excessive bleeding. Based on all available information, the most likely root cause of the reported event is either therapy-related (use of anticoagulants or the patient was dilated too large prior to insertion). At this time, there is no indication that the protekduo cannula experienced any malfunction related to the reported event, and no specific allegation of a device malfunction has been reported. Some bleeding at the cannulation/dilation side is also expected. The lot number of the device was not provided, so a review of the DHR could not be performed. As a specific malfunction was not identified, no corrective action was deemed necessary. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device not returned, discarded by customer.